Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Customer states that insulin pump had crack above the screen and plastic in the reservoir area had broken off. Customer also states that insulin pump rewinds slower. The insulin pump will not be returned for analysis.